Manufacturer narrative:
This event has been reported by the importer on MDR# 2951238¿2022-00439 the device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user¿s experience cannot be determined at this time. The investigation is ongoing this report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an unspecified procedure using an inner sheath, the ceramic tip broke off the inner sheath. The user was able to retrieve a partial part of the tip on the table but not everything. The user x-rayed the patient and determined that no foreign objects were in the patient. The user was unsure if anything was broken off inside the patient or when it broke. The procedure was completed. No additional consequences to the patient were reported. Additional information has been requested, at this time no additional information has been provided.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h6, and h10. Since the product for this info complaint was not returned to olympus, our investigation is based solely on the information provided by the customer and sbc. The product was sold on 02 september 2021. Analysis; according to the event description, the ceramic tip broke off from the resection shaft during the procedure. The user managed to retrieve part of the tip, however not all of it. The user x-rayed the patient and found that there was no foreign body in the patient. However, the user was not sure if anything had broken off in the patient or when it had broken off. The procedure was completed. Based on the described damage pattern, it can be assumed the insulation tip's damage was caused by mechanical thermal influence. Unfortunately, it cannot be determined with certainty, whether there was a previous damage on the device or any damage on the ceramic insulating insert was caused during last reprocessing or during last usage. The iifu carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure. In the case of unclear remains of fracture fragments, of the insulating insert made of ceramic, these can be localized with a suitable x-ray procedure or computer tomography and removed, if necessary. Cause; as for the technical cause, it is assumed that the damage of the insulation material of the sheath was caused by thermal mechanical overload, improper handling, mechanical impact like fall, shock or similar stress. Also note that the cause of the reported issues is attributed to wear and tear. Please note that signs of fatigue or pre-damage, such as minute cracks, are often hard to spot. Risk analysis; the risk to patients, users, and/or third parties associated with the reported issue is acceptable. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. Clinical assessment; this is determined to be a serious injury due to the physician not being sure that all of the pieces were removed and the potential for an additional procedure to remove any remaining fragments. DHR review; a manufacturing and quality control review was performed for device a22040a with lot number 21717. There is no non-conformity associated with this device with respect to the described issue. The DHR review showed that the device was manufactured according to valid instructions and met all specifications. Instructions for use (IFU): 4 before use. Warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion. -- no dents. -- no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g cracks, fractures). Warning; risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.